Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the max charge time had been reached and patient notifier was delivered. Upon initiating a capacitor maintenance, the charge time was within range. The patient reported receiving multiple shocks. Some under sensing during non-sustained ventricular tachycardia (nsvt) episodes were also noted. Programming changes were made. The patient was stable.